Manufacturer narrative:
The event occurred on an unspecified date(s) in (B)(6) 2018. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "near the line of injection port". The leaks were discovered during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 07, 2018 - august 08, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.